Event description:
We received a report that during the phacoemulsification of the cataract the zonules tore superiorly and a piece of nucleus or cortex fell into the vitreous. The phacoemulsification procedure was completed and a capsular ring was placed. The tecnis 1 piece intraocular lens zcb0000220 was instilled into the capsular bag; however, the lens would not position correctly. The incision was enlarged to 6.0 mm and the lens was removed. A 3 piece iol was then placed, the capsular ring removed and sutures placed to close the wound. The sample was discarded at the site. The patient was reported to be doing well.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.